Manufacturer narrative:
Device received with blank display due to cracked and bleeding lcd glass. Unable to confirm missing segments/partial display due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump screen was white and the red light was on and also they calling back with blank display after receiving new battery cap. The customer¿s blood glucose level was 125 mg/dl at the time of the incident. Customer stated no report of insulin pump screen flashing when screen was turned on after being in sleep mode. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.